Event description:
IV order for morphine changed to dilaudid. Nurse stopped the morphine infusion, opened the medication lockbox and pump to remove morphine tubing. Two nurses were unable to close and lock the lockbox after changing to dilaudid tubing. Pump kept alarming and pt and family member asked that it be silenced. The machine shut off and the nurses noted pt was quiet. They observed the pt to have seizure-like activity. The pt went into respiratory arrest, narcan was administered and the pt was transferred to ICU.

Event description:
A customer communication regarding proper usage of a lockbox with the 6060 pump was mailed in 09/04. The device has been requested from the facility but has not been returned for analysis. Should the device be returned an analysis will be performed and a follow up report with the results submitted.